Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the second hour of treatment, an external fluid leak was observed from the cap of a polyflux 17l. A new product was used to continue with treatment. There was no patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to h10. H10: the actual device was received for evaluation. A leak test of the dialysate side was performed and a leak was observed due to a defective welding zone. The reported condition was verified. The cause of the defective welding zone could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.